Manufacturer narrative:
Investigation summary: bd received seven photos for investigation. The analysis of these photos shows evidence of missing gel, insufficient and excessive gel, gel air bubbles, and additive abnormalities. A total of 300 samples, with 100 retained samples from each lot number, were visually inspected, and no gel or additive defects were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4246217, for the indicated failure modes: additive abnormality, gel airbubbles, incorrect gel quantity and missing gel. This complaint has been confirmed for the lot 4281662, for the indicated failure modes: additive abnormality, gel airbubbles, incorrect gel quantity and missing gel. This complaint has been confirmed for the lot 4339611, for the indicated failure modes: additive abnormality, gel airbubbles, incorrect gel quantity and missing gel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was missing, insufficient, and excessive gel additive in an unspecified number of devices. Additionally, before use, there were gel air bubbles and gel adhering to the side of the tube walls in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was missing, insufficient, and excessive gel additive in an unspecified number of devices. Additionally, before use, there were gel air bubbles and gel adhering to the side of the tube walls in an unspecified number of devices. No adverse impact was reported regarding the patient or user.